Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 03.010.103, lot 4504p26: the product was released on: february 28, 2023. Manufacturing site: jabil bettlach. A manufacturing record evaluation was performed for the finished device and no nonconformances/manufacturing irregularities were identified during the manufacturing process. H3, h6: a photo investigation was completed: the device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however in the image the drill bit tip is covered with tape so no observations pertaining to the nature of the reported event could be confirmed. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the drill bit is dull and has no edge. This report is for a drill bit. This is report 1 of 1 for (B)(4).